Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was attempting to advance a taxus express2 2.75x016mm drug eluting stent to a lesion in unknown vessel. While trying to cross the lesion, the shaft broke. No patient complications occurred. Patient status is satisfactory.